Manufacturer narrative:
The device was returned because it did not function correctly. Reliability engineering evaluated the device and observed that the electronic control unit and electric motor were heating up and the wire insulation on electronic control unit was damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the small battery drive device was not functioning correctly. During in-house engineering evaluation, it was observed that the electronic control unit and electric motor were heating up and the wire insulation on electronic control unit was damaged. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.